Event description:
It was reported that the patient was complaining of dizziness and shortness of breath when exercising. It was also reported that it was found that the rate response required adjustment. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-45 implantable pacing lead, implant date (B)(6) 2006. (B)(4).